Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt tip and cover, foreign objects in the nozzle and on the bending section rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: burns: it is presumed that the incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.